Event description:
This lv lead was implanted on (B)(6) 2018 and remains implanted at this time. A call was placed to technical services on 08/03/2018 stating that since (B)(6) 2018 the intrinsic amplitude of this lead is out of range which was 2.1 mv. The following physician was dr. (B)(6) at (B)(6) clinic in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).